Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mobile app prompted for login during session. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was provided for investigation but does not reflect the full investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.